Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium results for patient samples tested on the architect c8000 system. Two examples were provided. Initial results of 1.14 and 1.06 mmol/l retested at 1.98 and 2.36 mmol/l respectively. No adverse impact to patient management was reported.

Manufacturer narrative:
This complaint is associated with falsely decreased calcium results generated on the architect (B)(6). The customer replaced the mixer 1 and calibrated the r1 probe. There were no further incidences of discrepant results after replacing the 2 parts. The mixer was determined to be the likely cause for the issue. A review of the (B)(6) service history did not identify any additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date of the event that may have contributed to the customer issue. Tracking and trending did not identify any trends. The product monitoring review (pmr) for clinical chemistry systems was reviewed and it was noted that the calculated erratic rates for the architect c4000, c8000, and c16000 systems were all below the upper control limit. Manufacturing documentation for the architect c8000 analyzer was reviewed and contains adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement, and verification of the mixer. Based on the investigation, no systemic issue or deficiency was identified for the mixer or the architect c8000 analyzer.